Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads had both dislodged resulting in phrenic nerve stimulation. The leads were revised and remain in use. No further patient complications have been reported as a result of this event.